Event description:
The customer reported approximately one (1) milliliter of fluid dripped from the probe outside the instrument during manual mode involving coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. During troubleshooting, the customer discovered the tubing had come off the blood sampling valve (bsv) and reattached the tubing to resolve the issue. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer cancelled service and resolved the issue through troubleshooting. (B)(4).